Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown jpfna blade. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(6)reports an event in (B)(6) as follows: a (B)(6) proximal femoral nail antirotation (jpfna) was used for an intertrochanteric femoral fracture case. After the operation, the surgeon confirmed telescoping by radiograph and continued to follow the patient. Two months after the operation, the surgeon confirmed the penetration of the blade from x-rays. He found that the blade protruded from the femoral head and stuck into the acetabular roof. The next day, the blade removal operation was urgently performed. The surgeon did not figure out the cause of the penetration and wondered why the blade had moved forward, instead of backing out after the cut-out occurred. The condition of the patient is unknown at this point. This report is for an unknown jpfna blade. This is report 1 of 1 for (B)(4).